Manufacturer narrative:
There are no complaints or allegations of any system or component failure. All components remain implanted and in use.

Event description:
On (B)(6) 2023 the patient had an existing competitor neuromodulation system removed and replaced with a nalu peripheral nerve stimulator system. In (B)(6) 2024 the patient reported being unhappy with the location of the implant due to proximity of clothing waistbands and requested to have it moved. On (B)(6) 2024 a surgical revision was performed to move the existing component away from the patient waistband area.